Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a micro-centrifuge vial. Visual inspection found that the haptic was bent and deformed. Dimensional inspection found the lens to be within specification. Functional inspection found the lens to not be within specification. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6: type of investigation- analysis of production records 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticm5_13.7, -11.5/+3.5/097 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same size, different sphere/cylinder/axis lens due to refractive surprise. The problem is resolved. The cause of the event is reported as a patient-related factor.